Event description:
During an acl procedure a screwdriver bent. Procedure was hamstring and a dilator was not used contrary to MFR's instructions in IFU. There was minimal delay, screw was eventually fully inserted and surgeon deemed good graft fixation was achieved.